Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although a light was flashing on the pump, it was otherwise unresponsive and was unable to be turned on. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. Reportedly, the customer would continue use of their current therapy of manual injections.